Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: folds, waves, rotation, capsular contracture baker grade iii (breasts are hard and deformed).

Event description:
Regulatory agency reported on behalf of healthcare professional "folds, waves, rotation, capsular contracture baker grade iii (breasts are hard and deformed, but without pain)". This record is for the left side. The device was explanted.